Event description:
It was reported by the customer that a bd pyxis¿ es server was not syncing with pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that there were pending messages awaiting processing. A technical support specialist (tss) restarted the external messaging service, which restored normal message flow. Further investigation into database performance and timeout settings was recommended to prevent recurrence. The system functioned as intended after the technical support specialist troubleshot the device.